Manufacturer narrative:
Additional informaton: d4: t1281844. H6: work order search: no similar complaints within associated lots were found. B5: there are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. Claim# (B)(4).

Manufacturer narrative:
H6: device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, spontaneous hyphema was observed. The surgeon may chose to explant the lens. If any additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).